Manufacturer narrative:
The unit had a button error alarm and no button response due to a corroded keypad. The unit had a cracked case at the display window corner and a minor scratched and cracked display window.

Event description:
The customer called in to report a button error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 218 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.